Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The screws in this report and report 1032347-2009-00088 are from the same case, two different lots were used.

Event description:
It was reported when the surgeon was using screws to fixate the ti mesh, the first 6 screws worked ok, the next 9 broke while implanting. The tips of the 9 screws remain in the patient.